Event description:
Post procedure, difficulty removing a flexima drainage catheter was encountered and there was some concern that some of the suture may still be in the patient. This event occurred while the patient was on the ward. No additional information is available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Post procedure, difficulty removing a flexima drainage catheter was encountered and there was some concern that some of the suture may still be in the patient. This event occurred while the patient was on the ward. No additional information is available.

Manufacturer narrative:
Device evaluation: the catheter returned was received separated in five sections. The returned device matches with upn provided by the customer. A little section of the suture was inside one of the catheter sections. The functional inspection was not performed due to the device condition. However, a mandrel was inserted through each catheter section without resistance. No other sections of the suture were found. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).